Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective stimulation therapy from the scs system. Reportedly, the patient's physician suspected the cause of the issue was the patient's scs ipg. The physician replaced the patient's scs ipg with a different model ipg. Follow up identified the patient reported receiving effective stimulation therapy coverage for her pain pattern.